Event description:
A (B) (4) handheld computer and (B) (4) programming software were returned to the manufacturer with an allegation of "device not working." It is unknown any details of what was not working. Good faith attempts are being made for additional details about the reported event.